Event description:
Additional information has been received since the previous medwatch report was submitted: the longer than usual tip was noticed during the procedure.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4)

Event description:
Caller reported blood glucose results of 468 mg/dl and 444 mg/dl mg/dl on advantage system 1, 138 mg/dl and 149 on advantage system 2 within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.